Event description:
During a gastric bypass procedure, on the third firing the instrument cut but did not staple. An additional device was used to complete the case. There was no consequence to the pt.